Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was unable to inject the medication out of the syringe upon administration. The following was received from the initial reporter: product concern: I did want to also mention that we had another event today with another lot number of the same issue ¿ unable to inject the medication out of the syringe upon administration that led to the patient getting another stick to administer the vaccine.

Event description:
It was reported that the bd safetyglide¿ needle was unable to inject the medication out of the syringe upon administration. The following was received from the initial reporter: product concern: I did want to also mention that we had another event today with another lot number of the same issue ¿ unable to inject the medication out of the syringe upon administration that led to the patient getting another stick to administer the vaccine.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-aug-2023. Investigation summary: five samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. A device history record review was completed for provided batch number 2188472. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.